Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. B5: additional information was received reporting a patient was being treated with levophed by intravenous (IV) infusion therapy using a spectrum iq infusion pump in the intensive care unit (ICU). The pump was programmed to infuse however the pump "did not alarm that it was not infusing", even though therapy appeared to be running. The patient's blood pressure appeared to be unresponsive to the increasing doses and continued to decrease. Another vasopressor was initiated. No additional information is available. Corrected based on additional information: h6: health effect-clinical code e2403 is updated to e2321, h6: health effect - impact code f27 is updated to f12. H10: the device was received for evaluation. During functional testing the device was tested for flow accuracy and passed. No abnormalities were observed during service evaluation. The event history log review for the reported event date revealed multiple alarms throughout the infusion, including one ¿air-in-line!¿ alarm, three ¿upstream occlusion!¿ alarms and one ¿downstream occlusion!¿ alarm. The length of time between the start of the infusion and the first ¿upstream occlusion!¿ alarm could indicate a partial occlusion, however this cannot be definitively determined through the history log. Per the spectrum iq operator¿s manual safety information: ¿the upstream occlusion detector may not detect partially occluded tubing (including partially closed slide clamps).¿ the length of time between the second and third occurrences of ¿upstream occlusion!¿ alarms could indicate a relationship between the software issue described by fa 2021-056, which can lead to a delay or lack of a subsequent ¿upstream occlusion!¿ alarm if the occlusion in the IV line is not fully resolved. Such a condition cannot be recorded in the history log. Note that the history log cannot be used to determine if the user resolved the occlusion in the IV line. Per the spectrum iq operator¿s manual safety information: ¿failure to fully resolve partial upstream occlusions and restarting the infusion while still occluded can cause the pump to not re-alarm as expected or to appear to be infusing normally, though it may be infusing at below the programmed rate. This may affect infusion accuracy, resulting in serious injury or death. Therefore, when an upstream occlusion alarm occurs, do not press the run/stop key prior to inspecting the IV set line and resolving all occlusions.¿ a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to begin an infusion with no alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.